Manufacturer narrative:
D9 - date returned to manufacturer: 7/29/2024. The device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a "cassette not attached properly" alarm in the ehl. The pump had displayed this alarm as well during no disposable alarm testing. The downstream occlusion (dso) sensor was stuck at 628 mv in the manufacturing utility mode and the calibration had failed. The cause of the customer reported problem was the dso sensor seal had an excessive amount of glue/adhesive application. The pump was in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor assembly, and the pump passed all functional tests and performed as intended after repair.

Manufacturer narrative:
B3 - date of event unknown. E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing the device had a failed downstream occlusion calibration. The event occurred during testing. There was no patient involvement, and no harm was reported.